Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to an olympus sales representative to troubleshoot the device. The rep confirmed that the 190 series scopes operate as normal. Multiple maj-1430 scope cables were attempted; however, the issue persisted. The sales rep opted to send the device in later behalf of the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 series scope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information related to b5 has been obtained and provided.

Event description:
Additional information received revealed the problem was first noticed before the procedure. The scope was switched to a 190 series scope to address the issue with the 180 scope.